Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to deliver adequate oxygen to the patient and the patient expired. The reporter of the event alleges the ventilator was displaying 21% oxygen delivery when the device was set to deliver 70 - 100% oxygen. The reporter of the event alleges the ventilator was not displaying the patient's blood oxygen saturation as it normally does when using the trilogy oximetry interface kit. The patient was reportedly placed on another ventilator and later was placed on a non-rebreather mask. The patient then expired. The event was reported to have occurred on (B)(6) 2016, the time of the event is unknown by the manufacturer. The ventilator and trilogy oximetry interface kit, which was being used in conjunction with the ventilator, were returned to the manufacturer for evaluation. A 24 volt to ground short was observed in the rs 232 connector of the trilogy oximetry interface kit. The short in the rs 232 connector caused an over current condition of the u1 regulator on the ventilator's interface board, resulting in the ventilator's oxygen blending module board failing to receive power. This caused a failure of the ventilator to deliver supplemental oxygen. The failure of the ventilator's oxygen blending module caused the device to alarm audibly and visually for a "ventilator service required" condition. This issue would only occur when the trilogy oximetry interface kit was attached to the ventilator. The root cause of the short in the rs 232 connector is unknown at this time. The ventilator's downloaded event log was reviewed. On the reported day of the event, (B)(6) 2016, the ventilator alarmed for a failure of the oxygen blending module (err_ripc_comm_to_obm_failed) at 20:36:18 utc and at 20:36:49 utc. Each alarm was acknowledged and manually reset by the caregiver. The patient appears to have been removed from the device at 20:37:01 utc and the device was then turned off at 20:41:14 utc. The event log indicates the ventilator alarmed for failures of the oxygen blending module on (B)(6) 2016. Each of these events were acknowledged by the caregiver by resetting the alarm or powering the device off. The device instructions for use (IFU) states: "whenever an alarm occurs, first always observe the patient and ensure that adequate ventilation and oxygenation (if appropriate) are available." Also, the device IFU instructs the user as follows, "for a ventilator service required alarm, if alarm continues, have the device serviced." The manufacturer concludes the ventilator alarmed appropriately to alert the caregiver of this event.

Event description:
The manufacturer received information indicating a patient expired while on a ventilator. The reporter of the event alleges the device did not deliver the amount of oxygen required by the patient. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.